Manufacturer narrative:
The device was not returned for evaluation. The inspection record was reviewed and there were no anomalies observed associated to this issue. If additional information is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient suffered a pneumothorax during a superdimension procedure and received a chest tube. The pneumothorax was confirmed by post-op chest x-ray. If additional information pertinent to the incident is obtained a follow-up report will be submitted.